Event description:
It was reported that impedances were measured to be greater than 4,000 ohms during the procedure. The high impedance was measured on all of the bipolar pairs at the default settings. Impedances were measured again at elevated settings and all of the unipolar pairs were greater than 4,000 ohms. A new lead was used. Two days later, it was stated that the new lead was placed and the patient was doing well.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v155033, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).